Event description:
Additional information received reported the pump explant date, and that it was initially thought that the pump was replaced due to normal end of life (eol) date of pump. The pump implant date and duration was contemplated, and it was decided that the pumps age indicated that eol date would have been premature and it was decided that was not the cause of replacement; but remained as originally reported motor stalls. It was further noted that the explanted pump was disposed of by the hospital, therefore would not be returned for analysis. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information: the pump was explanted due to a "motor malfunction." The pump was interrogated and confirmed the motor stall had not recovered. The cause of the stall was unknown. No MRI was performed; the pump was just replaced. It was noted that the patient was receiving effective therapy and was doing "well."

Manufacturer narrative:
Catheter: model # 8709sc, serial (B)(4), implanted on:(B)(6) 2009, explanted on: unknown. (B)(4).

Event description:
The health care provider reported a confirmed motor stall was noted in the event logs with no motor stall recovery recorded. It was not known the reason for cause of stall. Patient was at home at time of stall. The patient experienced return of spasticity and was also not able to ambulate well. They had been "crawling" instead. The pump delivered baclofen. Additional information has been requested; a follow-up report will be sent if information becomes available.